Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device inspection found the objective lens adhesive was peeling off. Based on the results of the investigation and previous investigations, it likely suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of the reportable issues is expected or random component failure without any design or manufacturing issue. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope had damage to distal end coating. The issue occurred during a therapeutic laparoscopic cholecystectomy (lapacolle) procedure when device was outside the patient. The procedure was completed with the same device with the procedural delay of less than 30 minutes. There were no reports of patient harm.